Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down keypad trace. Unable to verify for motor error alarm due to no down button response. Motor passed motor test. Pump received with scratches on lcd window and crack case on all four corners near display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 158 mg/dl. Troubleshooting was performed. The device was returned for analysis.